Event description:
(B)(4) clinical study. Same case as MDR ID#: 2134265-2012-01539 and 2134265-2012-01720. It was reported that post a stenting treatment procedure, the patient received target vessel revascularization. The patient presented due to stable angina. The first 95% stenosed and 5mm long target lesion was located in the proximal right coronary artery (rca) with a reference vessel diameter of 3mm. The first target lesion was treated with pre-dilation and placement of a 3.0x12mm ion stent, resulting in 0% residual stenosis following post-dilation. It was reported that a non-bsc guide wire had unraveled in the mid rca and a non-bsc snare was unsuccessfully used in an attempt to recover the unraveled section of the guide wire. Then the physician deployed a 3.0x38mm ion stent in the mid rca and a 3.0x12mm ion stent in the "mid right" rca to trap the wire segment. The second 90% stenosed and 5mm long target lesion was located in the left main coronary artery (lmca) with a reference vessel diameter of 4mm. The second target lesion was treated with pre-dilation and placement of a 4.0x8mm ion stent, resulting in 0% residual stenosis following post-dilation. The patient was discharged nine days later on aspirin and clopidogrel. (B)(6) 2012 - the patient presented with severe left lower extremity pain related to diabetes with severe peripheral disease and a laparoscopic appendectomy was performed. Coronary angiography revealed 95% in-stent restenosis of both the distal and proximal edge of the stent previously placed in the proximal rca, however, no in-stent restenosis was found in the previously deployed stents in the mid rca or the lmca. Coronary angiography revealed a 99% stenosed lesion in the proximal rca and a 95% stenosed lesion in the distal rca. The distal rca lesion was treated with placement of a 2.25x16mm ion stent. The 95% edge stenosis located in the previously deployed proximal rca stent was treated with placement of a 3.0x28mm ion stent and a 3.0x12mm ion stent, deployed in overlapping fashion, and resulted in 0% residual stenosis. No other patient complications were reported, the patient is considered recovering and the event is considered resolved.

Event description:
(B)(4) study. Same case as MDR ID#: 2134265-2012-01539 and 2134265-2012-01720. It was reported that post a stenting treatment procedure, the patient received target vessel revascularization. The patient presented due to stable angina. The first 95% stenosed and 5mm long target lesion was located in the proximal right coronary artery (rca) with a reference vessel diameter of 3mm. The first target lesion was treated with pre-dilation and placement of a 3.0x12mm ion stent, resulting in 0% residual stenosis following post-dilation. It was reported that a non-bsc guide wire had unraveled in the mid rca and a non-bsc snare was unsuccessfully used in an attempt to recover the unraveled section of the guide wire. Then the physician deployed a 3.0x38mm ion stent in the mid rca and a 3.0x12mm ion stent in the "mid right" rca to trap the wire segment. The second 90% stenosed and 5mm long target lesion was located in the left main coronary artery (lmca) with a reference vessel diameter of 4mm. The second target lesion was treated with pre-dilation and placement of a 4.0x8mm ion stent, resulting in 0% residual stenosis following post-dilation. The patient was discharged nine days later on aspirin and clopidogrel. February 2012 ¿ the patient presented with severe left lower extremity pain related to diabetes with severe peripheral disease and a laparoscopic appendectomy was performed. Coronary angiography revealed 95% in-stent restenosis of both the distal and proximal edge of the stent previously placed in the proximal rca, however no in-stent restenosis was found in the previously deployed stents in the mid rca or the lmca. Coronary angiography revealed a 99% stenosed lesion in the proximal rca and a 95% stenosed lesion in the distal rca. The distal rca lesion was treated with placement of a 2.25x16mm ion stent. The 95% edge stenosis located in the previously deployed proximal rca stent was treated with placement of a 3.0x28mm ion stent and a 3.0x12mm ion stent, deployed in overlapping fashion, and resulted in 0% residual stenosis. No other patient complications were reported, the patient is considered recovering and the event is considered resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was discharged in (B)(4) 2012 on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).